Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial lead exhibited high capture threshold. The lead was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.